Manufacturer narrative:
1. DHR review and retained sample analysis are not performed as the lot number is "unknown" for this complaint. 2. The customer returned one used defective sample. The sample shows that it is a 20g y-type intima ii plus product. The sample does not have an isolation plug. Inspection under a uv light shows no abnormalities in the distribution or quantity of uv adhesive inside the catheter hub.please refer to the attached photos (B)(4). 3. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual detection system conducts 100% detection, which will automatically identify and remove defective products. The visual detection system is challenged with standard samples every 12 hours and when changing product gauge to ensure the effectiveness of the detection,to ensure its accuracy and effectiveness. 4. The returned defective sample is a y-type connector product, which is not intended for high-pressure applications. Based on the returned information, the flow rate and pressure used during liquid injection with the syringe are unknown. It is recommended that the customer use the straight-type version of this product, and remove the heparin cap before use. Conclusion(s): the returned sample does not have an isolation plug; therefore, the leakage is determined to have been caused by detachment of the isolation plug. Visual inspection of the returned sample revealed no abnormalities. As the usage conditions of the sample are unknown, the root cause of this complaint cannot be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Fluid leaks from the tip of the needle during intravenous injection.